Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p4f1106), sigphandle, sig power sigphandle handle (serial#: (B)(6)), sigpshell, sig power sigpshell control shell (lot#:unknown), sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter intraoperatively to the ultra-low anterior resection, the surgeon fired the device but it suddenly stop. Later the surgeon retrieved the blade and remove the cartridge a second reload was used but it had the same issue. A third reload was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3. H6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload opened and inside of its packaging. The jaws of the reload were open. The I beam did not appear advanced. The staple cartridge was not visible. The lock ring and adapter lugs were properly aligned. The reload was partially fired. The clamping mechanism was deformed. Functional testing found that. The reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that partial fire. The reported issue was confirmed the product analysis noted evidence that the device was not used as intended. This issue can occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.